Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at ipg pocket site. As a result, the patient underwent ipg pocket site revision on (B)(6) 2019. The ipg was placed deeper in the original ipg pocket site. All original equipment was left in place. Therapy was restored post-op.